Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the non-electrolyte solution alarm has several possible causes related to increased resistance between the electrodes of the generator: 1. Tissue build-up on the electrodes. 2. The instrument is in a gas bubble during activation. 3. Increased contact resistance due to poorly or insufficiently connected contacts in the working element or the connection cable. 4. Increased contact resistance due to defective contacts in the working element or the connection cable. 5. Increased contact resistance due to defective contacts in the universal socket, e.g. Due to corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the high frequency electrosurgical unit was producing frequent non-electrolyte solution alarms. Which is associated with error code e006. The issue was found, after an unspecified procedure. Which was completed, using the subject device. There were no reports of patient harm.